Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Number 12 states, "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort and difficulty walking. It is not known what was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.